Event description:
Sales representative reports surgeon removed a 38mm 2-level anterior cervical plate as part of a procedure to fuse the disk immediately above the plate. Upon doing so, he discovered that one of the superior screws had broken.